Manufacturer narrative:
Due to character limitation in e1 for initial reporter and event site name: initial reporter and event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) alarmed while performing the battery maintenance and then the alarm went off. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Performed battery maintenance and then the alarm went off. Technicians went in to estimate the repair cost to make a proposal only. No repairs were performed. The job will be opened and sent to the technician again when a po is received from the customer. The symptom was when performing battery maintenance for approximately 4-5 hours, the machine makes an alarm sound and then goes off. Checked the list of recent faults and found error 118 on the day of performing battery maintenance. Initially, the information will be used to inquire with the factory. To check and analyze symptoms for corrective action.